Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing and impedance measurements of less than 200 ohms. The rv oversensing led to one inappropriate shock and two episodes of inappropriate anti-tachycardia pacing (atp). Tachycardia therapy was programmed off and the patient was admitted for observation. A surgical revision was performed and the lead was replaced. No additional adverse patient effects were reported.